Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/18/2015. Retain and product was tested and functioning according to specification. Return product was not available for investigation. Investigation: customer reported discrepant hct results observed when testing I-stat chem8+ cartridge lot h15092 in comparison to a lab instrument result. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridges were tested in whole blood and I-stat chem8+ control level 2. The customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit (hct) result on a patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Pcv: I-stat: hct 46%/46%, 22%/42%. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(6).